Event description:
The technician alleged that the side rail would not lock by lifting it by the top part of the side rail. No pt impact.

Manufacturer narrative:
The technician replaced the latch spring and the side rail arms to resolve the issue.